Manufacturer narrative:
(B)(4)

Event description:
Additional information was received which indicated that during the initial procedure there was an incision related complication unassociated with a product problem. It was also informed that bacteriological testing was not performed.

Manufacturer narrative:
The product was not returned for evaluation. Product history records were reviewed and the documentation indicated the product met release criteria. The manufacturing investigation has not identified a root cause to date. Based on a review of complaints received, a signal for post-operative inflammation was identified for the reports country of origin. Manufacturing investigation pointed to the difference in manufacturing processes for the countries market and multifocal lenses as a potential differentiator. Based on the reported complaints, voluntary hold and recall has been instituted against the impacted product within the identified market. An internal investigation has been opened to address reports of a similar nature. (B)(4).

Manufacturer narrative:
Additional information provided. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received which indicated that the patient's current condition is noted as resolved.

Event description:
An ophthalmic surgeon reported that a patient was confirmed to have late-onset postoperative endophthalmitis, myodesopsia, hypopyon, vitreous humor turbidity, anterior chamber cell and blurred vision of the left eye following an intraocular lens implant procedure and subsequent iridotomy procedure. The event was treated with ocular medications. The patient's current condition is unknown. Additional information has been requested. A product sample is not available because it is still implanted in the patient's eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon is investigating an increased number of cases of aseptic endophthalmitis cases reported since mid-(B)(6) 2015 in cataract surgery patients who received restor® iols in various clinics in (B)(6). We take this situation very seriously and in the interest of patient safety, are voluntarily recalling restor® multifocal iols manufactured specifically for the (B)(4) market and advising surgeons in (B)(6) whose clinics have inventory of restor® iols to stop using these iols. (B)(4).